Event description:
A report was received that a patient's ipg depletes quicker than normal. The ipg database was analyzed and showed premature battery depletion. The physician has decided to replace the ipg.

Event description:
A report was received that a patient's ipg depletes quicker than normal. The ipg database was analyzed and showed premature battery depletion. The physician has decided to replace the ipg.

Manufacturer narrative:
Additional information was received that electrocautery had been used prior to the ipg explant, during a previous pocket revision and during a separate lead revision. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was verified. The ipg battery had been depleting prematurely due to aic-u1 damage. Monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).